Event description:
Physician attempted to deploy femoral tulip filter, but the legs did not open and the filter migrated to the right atrium of the heart. The physician was able to snare the filter legs from the femoral access using the gunther tulip retrieval set and remove it. Upon retrieval the filter lets were still stuck together and a clot type substance, possibly fibrin was notice on the filter. Another tulip filter was successfully placed.